Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.50 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and exchanged for a shorter lens. The lens exchange resolved the problem. The patient's post-op best-corrected visual acuity was 20/20-2.

Manufacturer narrative:
The lens was returned dry in a lens case/vial. Visual inspection of the returned product found one haptic torn/broken and the lens was bent. (B)(4).